Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(6) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s spouse reported via phone call high blood glucose levels and hospitalization. Customer¿s blood glucose level was 600 mg/dl. Customer went to the hospital on (B)(6) 2017 between 3:30 and 4:30 pm. Customer experienced diabetic ketoacidosis and they were given manual injections while at the hospital. Customer was wearing the insulin pump at the time of the hospitalization. Customer¿s spouse was advised to call back when patient is out of the hospital to troubleshoot.